Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged throat dry and blood in saliva. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 13, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging of a dry throat and blood in the saliva related to CPAP device. The patient also states that the device is not working. There is no allegation of serious or permanent harm or injury. Operational testing showed that the unit powered on and provided air. No unusual noise or odor was observed coming from the device during operational testing manufacturer used a fitt (foam integrity test tool) and the associated procedure ER (B)(4) and was unable to confirm the presence of degraded sound abatement foam. Secondary findings: observed minor dust like contamination on and around the iso port, observed an unknown white/gray contamination at the air inlet of the blower box at the filter location. Observed a light brown/gray unknown contamination on the top enclosure under the right-side accessory door, observed a fine white/tan powder type of contamination on the inner rim of the blower motor air intake, observed dust-like and hair-like fibrous contamination on the blower outlet seal. Observed a black contamination, consistent with keratin, at the air outlet of the blower box, as investigated in ER (B)(4) the device's downloaded event log was reviewed by the manufacturer and found errors. Philips investigation lab was unable to confirm the patient's complaint of an inoperable device and confirmed the presence of multiple contaminants, inconsistent with degraded sound abatement foam in/on the device. Manufacturer is unable to address the patient's symptoms. In this report, sections d9, g3, h3, and h6 have been updated or corrected.